Event description:
A customer contacted baxter to report that the twist clamp on the transfer set was too tight to close. The set had been used for 1 day. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set was received with cap on spike and no cap on patient connector in reference to the reported issue of twist clamp too tight to close. The sleeve was opened/closed several times with difficulty noted. Tight fitment of the sleeve to the light blue body was noted. This feeling was also confirmed by torque testing, which showed definitely higher forces required than a control part. Although, the fitment was tight, the sleeve functioned to open/close the tubing and seated fully in the "detent" position. The set was functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. The complaint was confirmed in the lab for other. However, a root cause remains undetermined.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample was not returned to baxter, therefore no evaluation or batch review could be performed. Requested a peer review of the emdr on (B)(4) 2011.